Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d4. Lot number. D4: UDI: as the lot number for the device involved in the event was not provided/valid, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent inguinal hernia repair on (B)(6) 2022 and mesh was implanted. Following surgery, the patient reported experiencing severe residual pain after this repair of the left inguinal hernia. The pain prevented the patient from sitting for more than 30 minutes, caused nighttime pain, back pain, and an inability to play sports. The patient further reported pubalgia, pain of the pubic symphysis, ilio-inguinal pain, and sciatica were the terms most often used by doctors to describe their symptoms. The patient had to undergo several pelvic mris and ultrasounds, which did not reveal any abnormalities. The patient attended sessions of physiotherapy, osteopathy, and chinese medicine, had two infiltrations (injections), and ultimately went to a pain evaluation and treatment center (cedt) to receive transcutaneous electrical nerve stimulation (tens) treatment for six months. This last treatment succeeded in making the pain tolerable and manageable. No further information is available or could be obtained as reporter details have not been disclosed (confidential).